Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). To date, the alleged faulty component has not been received by the carefusion failure analysis lab.

Event description:
The biomed of the user facility reported while using the avea ventilator, the unit gives ext hi ppeak (extended high peak pressures) alarm on start up. The biomed reported the unit does not ventilate. The issue occurred when the unit was not in use. There is no patient involvement associated with the event.

Manufacturer narrative:
The reported issue of the suspect device was resolved by performing remediation of the device under field corrective action. The device has been tested and is working to service specifications. No further investigation will be performed.